Manufacturer narrative:
The device was received fully deployed. During investigation, the exposed portion of the soft cannula was observed to be bent and torn. A leak test was performed and fluid was observed to leak from this tear in the exposed portion of the soft cannula. The exact timing and cause of this damage to the exposed portion of the soft cannula could not be determined, therefore it could not be determined if this damage contributed to the reported bent/kinked cannula and leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 520 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the patient smelled insulin, but no leaking was noted. As treatment, a new pod was applied.